Manufacturer narrative:
Evaluation results: one parapac plus 310 was returned for investigation. Visual inspection of the unit showed no damage. The unit was functionally tested and passed all tests without incident. The single limb circuit (100/905/3400 was not provided for inspection, therefore it was not possible to determine if it was the actual cause of the low pressure led alarm. The single limb circuit instructions for use (IFU) indicates that prior to use, the user should perform a full inspection. Failure to do so can lead to inadequate ventilation.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during ventilation of a patient with a smiths medical pneupac¿ parapac plus, a constant low pressure alarm sounded. The gauge on the ventilator was reported to show normal ventilation pressure. It was noted that it was thought to have been caused by a loose cap on top of the one way valve of the ventilator circuit. There were no reported adverse patient effects.